Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 400 mg/dl with symptoms of abdominal pain, extreme thirst, and dehydration. The reporter stated that the pump had no power and the battery compartment was cracked. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of a loss of power.